Event description:
Additional information received from the patient reported that, every time she would increase her stimulation, she would feel pain in her right side.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va100z1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having overstimulation, uncomfortable stimulation, and painful stimulation in her pelvic/butt region on the right side and down her leg with an event date of (B)(6) 2015. She was on 0.8 volts, turned it down to 0.4 volts, and had it on 0.1 volts on (B)(6) 2015, and it was too painful. She had to take some pain medication because it was so bad. Decreasing the amplitude did not eliminate the uncomfortable stimulation. Therapy was on and there were no traumas or falls reported that could be related to the issue. The patient changed to program 2 at 0.3 volts and stated that it felt good. No potential event causes were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.